Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The insulin pump was received with a cracked case at the display window corners, a cracked display window, minor scratches on the display window, a broken reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 88mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).